Event description:
(B)(4). According to the information received a user reported that her catheters had jagged eyelets and the catheters were caused irritation upon insertion. The user stated that it felt as if the catheters were ripping her insides and she no longer wants to cath herself.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.